Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to the reservoir migrating out of the retropubic space. It was indicated that the patient did not experience previous trauma that could have contributed to the migration. There were no device issues caused by the migration. The patient did not experience any adverse events and fully recovered following the procedure.